Manufacturer narrative:
Investigation summary: evaluation of the patient¿s submitted log file confirmed low flow alarms and the account attributed the alarms to dehydration. A correlation between pump and the patient's dehydration could not conclusively be established through this evaluation. Additionally, the reported superficial damage to the outer jacket of the patient¿s driveline could not be confirmed through this evaluation as no photos were submitted for review and the pump remains in use. The submitted log file contained data from (B)(6) 2020. The pump was set to a fixed speed of 8800 rpm and operated above the low speed limit of 8000 rpm for the duration of the log file. The log file recorded 29 low flow alarms on (B)(6) 2020 when the patient¿s calculated flow dropped below the low flow threshold of 2.5 lpm. The patient¿s flow increased above the low flow threshold following these events and no further alarms were captured. The log file appeared to show the system operating as intended. The account reported that the patient was seen in the clinic with intermittent low flow alarms. The alarms were reportedly due to the patient¿s dehydration. The patient also had rescue tape applied to their driveline. The patient was encouraged to intake adequate fluids and was discharged home in stable condition. The patient remains ongoing on vad support with no further issues reported. The hmii lvas IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The hmii lvas patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in clinic and their driveline was reinforced with rescue tape. No additional information was reported.